Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The actions or interventions taken to resolve the painful jolting sensation included reprogramming, putting the patient on hd setting, and disconnecting the lead and testing it. The cause of the jolting sensation was not determined.

Manufacturer narrative:
Other applicable components are: product ID 3877-45, lot# 0205110812, implanted:(B)(6) 2011, product type lead. Foreign - country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had a lead implanted on (B)(6) 2011 and all was working fine until the patient had an implantable neurostimulator (ins) change on (B)(6) 2017. It was noted that the ins was changed to a different model. Since then the patient experienced painful jolts running up and down the spine. Originally this was thought to be positional. The patient was put on sub-threshold stimulation of 1 volt, but the patient still experienced painful jolts. The ins was switched off. The patient was taken to theatre where the lead was disconnected and an external neurostimulator was used. All impedance values were within range. Stimulation was turned up and there were painful jolts going from the head to the toes. The patient had not even moved when the jolts happened, and they happened at a low voltage. The rep wondered if there was any way that this could have been because of the lead. The rep also wondered if this was caused by a fluid short in the ins header, why did it happen while the lead was connected to the multi-lead trialing cable as there was no ins header. It was noted that they did do a revision of the lead. The lead impedance values were all in range and the lead was intact. The rep wondered if replacing the lead was recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the lead was still in the patient.